Event description:
It was reported that air leakage happened at the valve site. Leakage was found at the time of intubation, and the tube was removed and replaced immediately.

Manufacturer narrative:
The lot number reported is associated to the recall. If the sample is returned, a failure investigation will be performed, and the results will be added to the database for trending purposes.